Event description:
Failure to alarm, complained the pump ¿does not work¿. Reports the patient got worse and the wound became macerated, and she ended up discontinuing therapy on 5-14 due to drainage in the wound bed. States ¿it was not alarming and it was not sucking¿. Asked if they cut a large enough hole or if the port was situated over the hole, and she strongly denied that there was any problem with technique of application that it was definitely a problem with the pump. She did not call the hotline and did not notify of the potential that there was a pump failure.

Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys go npwt device. There were no samples, pictures or lot number information provided or received for evaluation, therefore, a DHR review investigation could not be performed with the limited information provided. Since the negative pressure therapy involves various elements within a system, it is difficult to determine and assign a definitive root cause of the complaint described. Regarding pump not alarming, the alarm was not triggered since the system sensed that negative pressure was still maintained. In order for the system to trigger a blockage alarm, the fluid handling pathway must be ¿fully¿ occluded and an alarm would be triggered within 3 minutes. Most probable causes for pump not triggering a blockage alarm may include that the system was drawing enough air through the clp, canister connection between pump and canister filter hose or antimicrobial filter. This complaint will be reopened and investigated if more information is received at a later date. The risk analysis file was reviewed. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.